Manufacturer narrative:
Device eval: the eval is not complete. Eval conclusions: the investigation is not complete. A follow-up report will be submitted when add'l info is available.

Event description:
During a cardiac catheterization procedure, the complainant reported that the introducer guide wire broke during finger straightening and was not noticed until placing the vascular sheath over the wire. When the dilator and guide wire were removed, the broken guide wire was noticed "hanging out" of the dilator. No harm or injury to the pt was reported.